Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : review of the photo confirmed the device has cracked root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
53218 3.5mm hex screwdriver handle has cracked at the cross pin area moving around to the handle/shaft intersection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: although distributed by depuy synthes joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the depuy synthes customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. There is no risk for the patient or user/other personnel. As the problem occurs, the device cannot be used. A complaint database review along with a review of the complaint information has been carried out by the complaint owner. The specific root cause of the reported defect cannot be determined from the available information. The defect has been identified by depuy when the article in question has been returned from loan. No further corrective/preventive actions are required since there is no indication of a systematic problem at this point of time. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.